Event description:
A total knee arthroplasty was revised four months postoperatively for pain and loosening.

Manufacturer narrative:
Revision occurred outside of the u.s., in (B)(6). Devices are currently undergoing engineering eval.